Manufacturer narrative:
Steris engineering evaluated the returned battery charger and power supply and found no evidence of failure with either component. Engineering stated that an electrical relay sticking intermittently may have caused the batteries to swell, leak, and damage a wiring assembly. This event is considered isolated; no other similar complaints have been made based on a search of complaint records.

Event description:
The user facility reported that when the surgical table was turned on in the morning, the hand control indicated the table was operating on battery power only although table was plugged into ac power. The facility noticed a bad odor and battery acid on the floor. No injuries were reported, nor was there any patient involvement.

Manufacturer narrative:
The user facility biomedical personnel inspected the table and noted heat was emanating from the table shrouds. The biomedical technician removed the shrouds and found the table batteries were swollen. The distributor's service representative subsequently inspected the table and found the motor and control batteries were swollen and leaking, and a wiring assembly was damaged. The service representative replaced the batteries, power supply, battery charger, wiring assembly, and placed the table back into service. The power supply and battery charger have been returned from new zealand for evaluation. A follow-up report will be submitted once additional information becomes available. The surgical table is not under steris service contract and is currently maintained and serviced by the user facility biomedical department.